Event description:
Pt was being fed using a pump. One liter of an enteral solution was hung and the pump was set to deliver 50ml/hr. 700ml were delivered in 24 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.